Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx site # (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
During a laser assisted cataract surgery the doctor noticed the applanation bar was blinking purple. An anterior capsule tear was noticed in the operating room before entering the eye. The doctor suspects the laser hit the anterior capsule. The surgery was completed. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).